Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion test, occlusion test, prime and a33 test and excessive no delivery test. Unit primed properly noted. No a33 alarm. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. Customer does not recall any significant events leading to the error. Customer's blood glucose was 160 mg/dl at the time of incident. Troubleshooting was done for alarms and was found that the drive support cap was sticking out. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.